Event description:
It was reported that the insulin pump alarmed failed battery and off no power alarm. Customer stated that the insulin pump had an off no power alarm less than twenty four hours after the low battery alert. Customer also received a no delivery alarm that was resolved by a complete set change. Customer's blood glucose reading at the time of the call was 22.6 mmol/l and has treated with a bolus. No further information reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or weak battery alarms noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip and no physical damage to battery cap or battery tube noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.